Event description:
It was reported that the patient suffered a trauma on the device pocket. Because of the skin trauma, the device extruded from the implant site. The physician elected to explant and replace the device to resolve the event and the patient was stable with no adverse consequences.